Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hemorrhagic strokes are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that from the site that the patient died of an intracranial hemorrhage. Patient underwent lvad placement on (B)(6) 2016. Patient had a complicated post-operative course that required cessation of his anticoagulation. Patient became unresponsive and neurology was consulted and head CT was done and demonstrated large intrepararenchymal hematomas. Support and vad was stopped on (B)(6) 2016 after discussion with family. Patient was placed on peg feeding tube and a tracheotomy was performed. No additional information available

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hemorrhagic strokes are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that from the site that the patient died of an intracranial hemorrhage. Patient underwent lvad placement on (B)(6) 2016. Patient had a complicated post-operative course that required cessation of his anticoagulation. Patient became unresponsive and neurology was consulted and head CT was done and demonstrated large intrepararenchymal hematomas. Support and vad was stopped on (B)(6) 2016 after discussion with family. Patient was placed on peg feeding tube and a tracheotomy was performed. No additional information available

Manufacturer narrative:
Updated sections: relevant tests/lab data, date received by MFR, type of reports, if follow-up ,what type?, evaluation codes, additional MFR narrative. Corrections: adverse event and/or product problem, device code. The use of anticoagulant therapy for patients with advanced heart failure and vad placement, predisposes patients to hemorrhage events such as hemorrhagic cerebrovascular accidents (cva). The severity is patient condition dependent and as in this case, can lead ultimately to patient death. There is no alleged device malfunction, so a causal relationship cannot be determined. Bleeding, cva and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.